Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the screen was dark, and the image could not be seen due to a defect of the circuit board in the video connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchofibervideoscope produced dark images that could not be seen. This occurred during inspection for use. The intended procedure was completed with a similar device and the only delay was the time it took to exchange devices. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The image was not displayed due to damage on the charged coupled device and corrosion on the electrical connector. Other evaluation findings are as follows: the electrical connector and suction-connector had corrosion due to water leakage; the connecting tube had a dent and a peeling coat of less than 1mm2. Lastly, there were scratches on the following parts: the suction connector, the image guide protector, the control unit, the scope cover, the switch box, the grip, the angulation lever, the upward/downward plate, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.